Manufacturer narrative:
Replacement shields were sent to the customer and requested the defective product be returned for eval. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. In the f/u with the customer by a clinician on (B)(6) 2014, the customer stated she has completed antibiotic course and is now fully recovered from mastitis. She reports receiving replacement breast shields. She has tried them and states they are a better fit. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed.p.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
Customer called and originally reported that her breast-shields were too small and doesn't fit and she had pain while pumping. She also reported that she did go to her doctor and was prescribed antibiotics.